Event description:
A firefighter was using the meter to test a patient that was being transported to the ER. The meter tested the patient's blood glucose at 79 mg/dl. The hospital tested the patient's blood glucose at 16 mg/dl within about 15 minutes. No information was given for the patient or the treatment he or she recieved. Further troubleshooting of the meter was impossible as the contact did not have control solution. The meter and strips are to be returned for evaluation, and a replacement contour meter will be sent.